Event description:
The customer reported that the insulin pump alarmed during rewind. The blood glucose reading was 202mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The device was not exposed to a high magnetic field. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched screen and cracked reservoir tube lip.